Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter tip was inserted into right atrium when the power triarysis was implanted. There was no reported patient injury. The doctor recognized that this problem was caused by unintelligibility of the marker on the catheter so that request to improve like below. Display "20cm" for 20cm effective length device. Display marker both sides of the catheter for alpha type. Show the entire length on the catheter. Display external diameter, effective length, and type(straight, alpha, curve) on the package to identify which device in it.